Manufacturer narrative:
The returned implantable cardioverter defibrillator was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this device was returned and analyzed, this device recorded code 1003 message indicative that the battery voltage is too low for the projected remaining capacity. The analysis revealed behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. No adverse patient effects were reported.

Event description:
It was reported that this device was returned and analyzed, this device exhibited premature battery depletion behavior. The analysis revealed behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: tab (e. Initial reporter): initial reporter was changed completely. B5 (problem description): code 1003 was corrected to premature battery depletion. H10 (additional MFR narrative): analysis results verbiage was corrected as code 1003 was never triggered. The returned implantable cardioverter defibrillator was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.